Event description:
During a remote follow-up, episodes of post paced t-wave oversensing were noted on the device. Reprogramming is anticipated however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.